Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Upon interrogation of the device, atrial undersensing and atrial oversensing were observed on the right atrial lead. Review of the electrograms confirmed the sensing anomalies. The oversensing was concluded to be caused by myopotentials after they were reproduced by isometrics. No programming changes were performed and no plans of lead revision were made. The patient would be continued to be monitored.

Manufacturer narrative:
Added isometric testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that reproducible atrial lead noise was still visible on the right atrial lead. Programming changes did not resolve the noise. The programming changes caused atrial undersensing and a reduction in ventricular pacing percentage. The lead was capped on (B)(6) 2018 during device replacement procedure. The patient was stable.